Manufacturer narrative:
Manufacturer's awareness date of incident was previously estimated. It is now confirmed to be 21aug2023. The failed solution pack was not returned. Hence, radiometer investigation based on the collected data logs was unable to to determine the exact root cause. The root cause is therefore, unknown.

Event description:
According to the complaint, the potassium (k+) on abl90 flex plus analyzer (serial number: (B)(6). Was measuring low between 2.6 to 3.3 on 7 patients. The analyzer was intermittently providing no results with error response and then the next result was very low. The analyzer was not showing calibration error and the qc was in and out. When the sample was measured on another abl90 flex analyzer, the result was okay. The measurements were provided on (B)(6) 2023: name rgm number date / time / analyser /sn k+ result (B)(6). Based on these measurements, the customer has reported the k+ results from the abl90 flex plus analyzer (serial number: (B)(6)) as false low.

Manufacturer narrative:
Date received by manufacture in g3 is estimated.